Event description:
It was reported that the right ventricular lead impedance had risen from 830 ohms at implant to 1632 ohms. The lead was capped and replaced. It was further reported that at the lead revision, the device was programmed to the doo mode but when the new lead was inserted, no pacing was noted. The device switched to unipolar pacing even under the doo mode. The device was reprogrammed bipolar doo, the new lead was reinserted but there was still no pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.